Manufacturer narrative:
D9. The catheter was returned for analysis on 2026-jan-06. D10. Product ID 8780 lot# serial# (B)(6) implanted: on (B)(6) 2023. Explanted: on (B)(6) 2025. Product type catheter h3. Analysis identified a kink in the catheter body. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown baclofen (2000 at 293.1) via an implantable pump. It was reported that in (B)(6) of 2025 the patient started having increased spasticity of his upper extremities. The specific date was asked, unknown. The patient was in for a refill on (B)(6) 2025 where they expected 7 ml and pulled back 12 ml. Then on (B)(6) 2025 he had another refill where they expected 7 ml and pulled back 15 ml. The hcp reported that the patient was ¿experiencing symptoms of withdrawal¿ at that time. Today, the pump pocket was opened and an attempt to aspirate from the catheter access port cap was made and was unable to. The pump segment of the catheter was cut right above where it connects to the spinal segment and they did not have spontaneous flow. So, the hcp went to the spinal incision and upon opening that up he found that right below the anchor there was a sharp kink in the catheter. He untwisted the kink and got spontaneous cerebrospinal fluid csf flow, then he removed the previous anchor and tunneled over a new pump segment and reanchored. He continued to get spontaneous flow. He then aspirated from the cap at the end of the case and got csf backflow. The dose per day was 293.1 mcg/day at 2000 mcg/ml when we interrogated the pump today it was suppose to have 13.9 ml however we got back 19 ml. I calculated that then the actual dose per day the pt was getting was 47.619 mcg / day since his last fill so the hcp dropped his dosing to 50 mcg/day today and changed his concentration from 2000 mcg/ml of baclofen to 1000 mcg/ml of gablofen.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.